Event description:
While docking robot, a non-recoverable fault alarm sounded. Troubleshooting measures did not work. Manufacturer contacted. This problem resulted in converting from laparoscopic to open surgery. Another case scheduled for that day had to be cancelled. Eval by manufacturer found 16 faults and no power to arm 2. The set up joint was replaced and equipment was tested.